Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was not received for evaluation; event was not confirmed. There were no remedial actions taken on this device. This device is not labeled for single-use. The customer did not return the product.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was shedding metal debris. There was no patient involvement; no patient impact.

Manufacturer narrative:
Supplemental rationale: h3 other text : device not returned.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was shedding metal debris. There was no patient involvement; no patient impact.